Manufacturer narrative:
Zoom handle cover.

Event description:
It was reported by service report that the plastic was cracked on the head end of the stretcher exposing sharp edges. No pt involvement or adverse consequences are reported.